Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. Customer would reach out to their healthcare provider for back up therapy.